Event description:
A (B)(6) customer had knowingly purchased a contour meter that read in mg/dl when he was visiting another country. His method of converting mg/dl to mmol/l was incorrect. He was taking the mg/dl result and moving the decimal one place to the left. This caused him to interpret the results as being higher than what they really were and he repeatedly gave himself insulin dosages according to the converted readings. At approximately 8:00pm, he tested his blood glucose and received a result of 582mg/dl. He interpreted this result as 58mmol/ and took 24units of novarapid insulin. He re-tested his blood at approximately 11:30pm and the result was 146mg/dl. He interpreted this result as 14mmol/l and took 18units of levemir insulin. At 4:00am the next morning, while he was sleeping, his wife recognized that he was exhibiting hypoglycemic symptoms. His blood was re-tested on his meter with a reading of 40mg/dl. He ate some biscuits and drank sugary tea while repeatedly monitoring his blood glucose. A new meter that reads in mmol/l was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.